Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure, the patient presented for a routine follow up and a computed tomography angiogram revealed a type 3b endoleak. Patient is stable and pending re-intervention.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure, the patient presented for a routine follow up and a computed tomography angiogram revealed a type 3b endoleak. Patient is stable and pending re-intervention. Subsequent to the initial report, re-intervention was completed with implant of an afx2 bifurcated stent graft and an afx vela infrarenal. The final patient status was not reported.

Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse event - updated. B5: describe event or problem - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.